Manufacturer narrative:
A follow-up submission will communicate the device history record results. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of a hemosphere system, the monitor displayed an intermittent and inaccurate hravg (heart rate average) value of 30 bpm when the ECG (electrocardiogram) analog output cable from the ge bedside monitor was connected to the hemosphere monitor. The inaccurate hravg value resulted in erratic and high svi (stroke volume index) values. When the hravg value was not displayed, the error message ¿alert sv heart rate signal loss¿ was observed. After 25-30 minutes of monitoring, the hravg values stabilized and became accurate. The patient was monitored on a vigilance ii monitor before and after the hemosphere monitoring without issue(s). The customer verified that the ECG analog output cable was functioning via troubleshooting; the cable was plugged back into the vigilance ii monitor, where it displayed the appropriate hravg value without delay. Over the weekend and on the following monday morning, an oximetry cable was used; however, it was hot to the touch and a fault message was displayed. The cable was exchanged for another cable and the issue was resolved. The swan ganz cco catheter used in this case was exempted as a possible contributor to the event. The patient was monitored for 2+ days with no issue(s). The catheter was discarded after use. No patient compromise was reported and no additional system-related devices were identified as suspect.

Manufacturer narrative:
Device history record supports that there were no non-conformances noted for any reason.

Manufacturer narrative:
This supplemental report is being submitted to provide new and additional information regarding the return of the device, as well as communicate the results of our evaluation/investigation. On 02-27-2017 the initial MDR was submitted to the FDA. A supplemental report was submitted on 03/14/2017 which communicated the results of the device history record review; no related non-conformances were found. After an additional appeal to the hospital, the product was returned for evaluation. Evaluation results confirmed the customer complaint. After analysis of the log files, it was determined that the failure was a result of a software issue. The start/stop algorithm, which is used as an input to determine the heart rate (hr), was not being consistently sent by the sentinel host module (shm) when a new patient was created by the system. This, in turn, impacts all parameters that are calculated using the hr. This was caused by starting the hr algorithm with no patient data set. In this complaint, the values became accurate, but took time to do so because of the inconsistency of the software in sending the start algorithm. The software has been fixed to resolve this issue in order to clear sensor data and restart properly if a new patient is connected.